Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The ipg was replaced due to physician's preference. The ipg database analysis confirmed the ipg was working properly. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The ipg was replaced due to physician's preference. The ipg database analysis confirmed the ipg was working properly. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all mechanical, electrical, performance, and photographic imaging tests performed. The device exhibited normal device characteristics.